Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did not notice any external damage. The customers stated problem was confirmed. The dso (downstream occlusion sensor) failed calibration and rest at 1mv. The dso will be replaced during repair. The lcd screen would go white on an occasionally, the lcd connection was loose and will be reconnected during repair. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device had cassette issues, the dso (downstream occlusion sensor) rests at 0-1mv and the lcd screen will go white occasionally. No patient injury was reported.